Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 158 versus the lab's 372 mg/dl. Tests were done 10 minutes. Patient did not experience any adverse event. No further information has been reported.